Event description:
The physician was attempting to pre-dilate the circumflex lesion with a nc sprinter balloon. No abnormality was noted during preparation of the device, however, the sprinter would not inflate beyond 2 atm losing pressure immediately. A number of unsuccessful attempts were carried out to inflate the balloon. The procedure was completed with another nc balloon and stenting. No clinical sequelae reported. Evaluation summary: the balloon had been partially inflated. The distal tip was damaged. Hardened contrast and blood were present inside the inflation lumen and balloon. The device was placed in a 37 degree celsius waterbath for 24 hours to soften the contrast and blood to facilitate balloon inflation. The device failed negative prep. Pressure was applied to the device and liquid was seen exiting the distal balloon cone. A small radial tear was located on the distal balloon cone. Chatter marks were present on the distal cone running into the radial tear from the distal side of the tear. Methylene blue test confirmed that the tear was located on top of a fold.

Manufacturer narrative:
Results: presence of calcification inside the vessel has most likely contributed to the balloon damage and leak. Radial tear, chatter marks, distal tip was damaged. Conclusion: presence of calcification inside the vessel has most likely contributed to the balloon damage and leak. (B)(4).